Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 10 june 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During the deployment sequence of second clip, the clip was unable to pass lock test as it opened up approximately 30-40 degrees. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy and a replacement was utilized to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.